Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation procedure, a farawave nav catheter was selected. Upon opening of farawave and removal from packaging, staff noticed the presence of discoloration on catheter handle. Closer inspection revealed a powder residue to be present along the handle. Staff wiped it off, but the device was replaced and the procedure was completed successfully. There were no patient complications.